Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Unable to attach the ventricular lead into the port, tried with 2 different types of ventricular leads.

Event description:
Unable to attach the ventricular lead into the port, tried with 2 different types of ventricular leads.